Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/10/2014.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: a force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and a loose connection was found between a force sensor pin and the force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.